Manufacturer narrative:
G4: 18feb2020, b4: 20feb2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse ran performance verification testing successfully and the unit passed. No additional repair action was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/12/2019.

Event description:
It was reported that the unit was auto-cycling in pressure support ventilation (psv) mode. The device was reported to be in patient use; however, no patient harm has been reported.